Event description:
It was reported that during defibrillation threshold (dfts) testing of the lead, there was noise from post shock polarization. Oversensing and a possible lead to lead interaction were noted. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4574 implantable pacing lead (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.